Event description:
The customer stated that the waste sensor of the cell-dyn analyzer is not functioning as expected and waste fluids leaks out due to no waste full alarm from the waste sensor. No exposure or injuries were reported due to this issue. No impact to patient results or patient management was reported. The customer was instructed to replace the waste sensor assembly to resolve the issue.

Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.